Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they got hospitalized due to high blood glucose, a bad headache, and a numb arm on (B)(6) 2017, with blood glucose of 300 mg/dl at the time of the incident. The customer used the pump to treat the high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.